Manufacturer narrative:
The device is not available for investigation. However, a photo has been provided by the customer. The evaluation is not yet complete.

Event description:
The incident involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the fluids could not be injected into the patient due to a vent leak on the set which caused patient discomfort or an uncontrolled condition and had to extend their hospital stay. There was patient involvement and unknown patient harm.

Manufacturer narrative:
A photo was returned by the customer showing the set in a plastic bag. No leakage or anomalies noted. No samples were returned for investigation. The reported complaint of leakage on the 142560488 was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history for lot 13531034 was reviewed and no non conformities were found that would have led to the reported complaint.